Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, catheter connector was occluded. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be supplier related. One red hub from the proximal portion of a 4 fr groshong nxt two-piece connector and a product sticker label were provided for evaluation. The sticker label indicated lot: refu3824. No apparent damage was noted on the red hub. An attempt to infuse fluid through the hub was unsuccessful due to a complete occlusion. Microscopic observed down the bore of the distal end revealed a red colored material to be occluding the path. The material was observed to be similar to the hub material. The distal hub stem was bisected longitudinally in order to inspect the internal surface. The hub material was found to have occluded the flow path during the molding process; therefore, the complaint is confirmed. Bd is working closely with the supplier to prevent reoccurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, catheter connector was occluded. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3824 showed three other similar product complaint(s) from this lot number.